Manufacturer narrative:
A specific root cause was not identified for this event. The investigation stated pinch tubes should be replaced after 4 weeks if used in rack reception mode or at least after 8 weeks. The condition of the pinch tubing has a high impact on the quality of the results. Precision results were good. The customer's quality control results have been in range since the service visit by the fsr.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained of erroneous high results for 2 patients tested for troponin t hs (high sensitive) stat (short turn around time) ¿ troponin t hs stat on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. Patient ID (B)(6) initial troponin t hs stat result was 78.27 pg/ml with a data flag. The sample was repeated twice with results of 10.02 pg/ml with a data flag and 9.48 pg/ml with a data flag. Patient ID (B)(6) initial troponin t hs stat result was 62.66 pg/ml with a data flag. The sample was repeated and the result was 33.06 pg/ml with a data flag. The sample was repeated 3 more times with results of 26.36 pg/ml with a data flag, 27.74 pg/ml with a data flag and 28.71 pg/ml with a data flag. There was no allegation that an adverse event occurred. The troponin t hs stat reagent lot number was 176452 with an expiration date of 12/31/2017. The field service representative (fsr) visited the customer site. The measuring cell was last replaced on (B)(6) 2016. The pinch tubes were last replaced on (B)(6) 2017. The fsr made some minor instrument adjustments and also adjusted the sample/reagent probe liquid level detection voltage. Quality control results were acceptable. No issues were identified during a review of the alarm trace or assay performance check data.